Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a persistent restart alert associated with alert 41 during a supply change; the alert recurred immediately after each restart and also triggered when attempting rewind during the change cartridge and tubing step, and a replacement device was arranged. Symptoms included no reported changes in blood glucose. Outcomes included no medical intervention, no hospitalization, and continued use of a libre 3+ cgm without reported impact to glycemic control. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.